Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient thought they were coming up on a refill in (B)(6). It was noted the pump started beeping every hour on (B)(6) 2018 due to low reservoir. The patient went to the hospital and had to spend the night and got her pump refilled on (B)(6) 2018. It was noted that the patient's hcp stated he was no longer her hcp. The patient stated she received no notice that he was not going to see her anymore. The patient was in the process of seeing if the doctor who filled her pump could take over her care. No symptoms were reported. No further issues were reported or anticipated.